Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) and age of device are unknown. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a routine log file was submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm on (B)(6) 2017 at 9:15:08 pm. The customer was informed that this event could have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During the no external power event, the system controller¿s internal backup battery provided power to the pump as designed. No other unusual events were observed in the log file and the pump appeared to be performing as intended. There was no reported adverse patient impact due to the event. Additional information was requested, but not provided.

Manufacturer narrative:
The investigation confirmed the reported no external power alarm via the submitted system controller log file. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mobile power unit (mpu). The alarm did not affect the controller¿s ability to operate the left ventricular assist system (lvas) at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis and remains in use. Attempts were made to clarify whether the cord came loose from the wall or the mpu, however, no further information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.